Event description:
It was reported that the event involved a female pt while in the cath lab. The md inserted the prepped intra-aortic balloon (iab) via femoral groin with no issues. As the iab was being placed in the descending aorta it was observed through fluoroscopy that the iab was inflated voluntarily. As a result, the md decided the iab was defective and the iab was removed immediately. A new set was retrieved and was inserted and worked perfectly fine. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy. The pt outcome is unk. This product is listed on the recall list. Add'l info received on (B)(6) 2012 stated the iab was inserted through the sheath. The iab and sheath were removed as one unit immediately. A competitors iab was inserted through the same insertion site successfully. The pt outcome is the new insertion worked perfectly fine with the pt and therapy continued.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.